Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6-device code changed to 1454. The lot # 3000519050 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that upon opening the packaging, it was observed that the silicone was detached from the jaws of the vasoview hemopro 2. The issue was identified prior to the procedure, and no harm was reported. A new device was used to complete the procedure. A delay occurred while obtaining the replacement device.